Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A doctor reported postoperative edema following an intraocular lens (iol) implant procedure. During the initial procedure, it was noted that the lens was inverted inside of the cartridge and had to be reloaded prior to implantation. The lens was then rotated at the first postoperative exam. The patient continued to experience symptoms and it was discovered by using a microscope that the iol haptic had not unfolded in the eye during the surgery. The lens remains implanted.